Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d18073 and h14c27035. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).